Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: section e1. Initial reporter country code was left blank and has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor tissue expander and experienced a deflation an unknown side post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2021.